Event description:
The customer reported that the avea ventilator gde (gas delivery engine) had water damaged internally. As of this time there is no information about patient involvements associated with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.